Event description:
It was reported that when the customer opened the package, the balloons had holes in them. This occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Additionally please refer to updates in section b5 (event description) obtained from customer response. Please refer to section h8 (usage of device) corrected: reuse corrected to initial use of device. The subject device was evaluated. Evaluation noted the device passed the functional testing. No issues were observed. Based on the results of the investigation, the reported event was not confirmed. There was no issue found on the device, the root cause of the reported event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Communication with the customer, the following information conveyed: the event occurred at preparation for use for a therapeutic endobronchial ultrasound procedure. The intended procedure was completed with another balloon. No delay in procedure.